Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was brought to the clinic on (B)(6) 2016, after complaining of experiencing dizziness for 2 weeks. Upon device interrogation, the right ventricular lead exhibited intermittent loss of capture and loss of sensing in bipolar configuration. The device was programmed to unipolar pacing configurations and fixed bipolar sensitivity. The patient was fitted with a 24 hour holter monitor; no issues were noted on the holter. The patient was asymptomatic post event and would continue to be monitored.